Manufacturer narrative:
Device manufacture date not available at the time of this report. Investigation finds that surgeon stated he mainly wanted navigation to localize as tumor was superficial. Unable to replicate issue. No system problems. Software investigation completed. Placement of sterile frame was not to protocol, leading to inaccuracy.

Event description:
A medtronic representative reported an inaccuracy described by the surgeon after the sterile drape was placed on the pt during a cranial surgery. The surgeon opted to complete the surgery without the use of the stealthstation treon guidance system. There was no harm to the pt.